Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The technical support team provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction did not recur, and the customer was informed they could continue using the pump, with instructions to call back if the issue reappears.